Event description:
Patient contacted depuy stating they are experiencing knee pain and buckling. Medical records were received. Records indicate the patient was revised due to pain and a ruptured medical cruciate ligament.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the root cause of the reported event; however, provided medical records suggest patient trauma four days post-primary surgery was a possible contributing factor. Based on the inability to identify a root cause or product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.